Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the alleged original complaint of moisture in the cartridge compartment could not be duplicated. Unrelated to the original complaint further investigation revealed a battery compartment crack between the bumper pad and cover. A leak test was performed and failed due to a leak in the display lens and the bolus button cap. The pump was opened and moisture was observed throughout the interior of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.